Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has activation problem. It was also mentioned that the xmtr led did not blink when it was connected to the sensor. Blood glucose level was 86 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.